Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted during the analysis, the handle was opened up and the battery was found to be vented. It was reported that the handle does not initialize. The reported issue was confirmed. The most likely root cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the handle could not be activated when removed from the charger. In addition the handle failed loading in to charger. There was no patient involvement. Medtronic's initial evaluation of the incident device found that pli-10 sigphandle had an afc code of signia vented battery based on the evidence available the reported condition of the handle not activating after being removed from the charger was confirmed. Both battery cells were found to be vented.